Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The hex head of the shaft exhibited fracture and wear and tear. Scanning electron microscopy (sem) analysis of u joint shaft fracture surface revealed that it was fractured due to ductile overload. The suspected crack initiation site on the fracture appeared to be smeared after the fracture and didn't reveal any features such as inclusions or other clues of crack initiation. Fracture surface showed ductile overload dimples through-out. No obvious inclusions and no fatigue fracture characteristics were observed on the sample fracture surface. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the screwdriver shaft broke.